Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. The blue pixels started to dissipate and returned. The lesion was noted to be shallow and the physician performed a biopsy prior to the ablation procedure. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case. Additional information: h3, h6, h10.